Event description:
It was reported that the customer passed away at home. The cause of death, per death certificate, was natural causes. The caller stated that the customer had a stroke ten years ago and had heart stents; last one approximately two years ago. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death. The customer was getting dementia and was forgetting to administer the boluses; hence, his blood glucose was higher than what the doctor wanted it to be. The customer's doctor disconnected the insulin pump two weeks prior to the customer's passing. The customer used sensor for approximately one month; however, a sensor was not worn at the time of death. The insulin pump will be returned for analysis. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.